Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Upon visual evaluation it was noticed that the meniscal cinch device was returned. Suture and implants were not returned for investigation. Also, the tip of the delivery cannula is bent, indicating that excessive force had been applied during use.

Event description:
It was reported that during a meniscus suture surgery the first implant did not come off the handle. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery. *** 17-oct-2022 update dw further information was provided that all implants were retrieved out of the patient.